Manufacturer narrative:
H3: product analysis: part # 5011022 andlot # h5419077. Visual inspection confirmed the threads of the implant have been damaged. The damage appears to be from the misalignment of the inserter during the attachment/threading process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during l 4/5 plif procedure in a patient diagnosed with lumbar hernia. It was reported that when attempting to attach the specified item to the inserter, the screw threads did not match and it could not be attached. The threads where not expanded, but rather they were smaller than usual. There is no visible damage to the threads, but can visually see something like a peek burr. The inserter is not included in the complaint as it had no malfunction. There was no patient symptom reported. There were no further complications reported regarding the event.